Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8416-50, serial/lot: 7008441. Description: artisan MRI paddle lead 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient experienced symptoms of fever, redness, and drainage at the ipg site. The patient was admitted to the hospital, provided antibiotics, and explanted. The patient was doing well post-operatively. The event was assessed as device and procedure related.